Event description:
The manufacturer received information alleging on "(B)(6) 2024, the clinical department received type ii respiratory failure patients, monitoring the blood oxygen saturation of 85% at admission, and the clinician used the ventilator to provide respiratory support to the patient, monitoring the blood oxygen saturation of 98%: one hour later, the ventilator alarm and the monitor alarm low blood oxygen saturation, the patient's blood oxygen saturation decreased to 87% and gradually decreased, the patient's shortness of breath significantly increased, and the respiratory pipe pressure detector was found to be broken and leaking, resulting in the patient's blood oxygen saturation decreased to 87% and gradually decreased, and a new breathing pipe pressure detector was immediately replaced to adjust the oxygen pressure of the ventilator. After treatment, the patient's blood oxygen saturation increased to 98%, and her vital signs returned to stability".

Manufacturer narrative:
H3 other text : the device has not yet returned to the manufacturer.